Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the thread part of the cutting device was not tightened so that the instrument could not be assembled during assembly preparation for using the cutting device on (B)(6) 2018. The surgery was completed by using alternative device (p/n and lot number were unknown). There was no adverse consequence to the patient. No further information was provided by the hospital.